Event description:
Patient reported their retainers are causing their bottom front teeth to move in front of their upper front teeth. This is causing their front teeth to impact the upper and lower teeth which could cause chipping.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.